Event description:
The customer contacted stryker to report that during service their device did not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker has requested the devices to be sent to the stryker european service center for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by stryker and it was observed that the magnet was missing from the lid of the device. The technician could not duplicate the issue of the device not shocking but was able to verify it within the device's memory. Root cause of the missing magnet is determined to be the bent / stretched magnet retaining clips. Root cause of the device not shocking could not be determined. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report that during service their device did not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.